Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a low anterior resection (low rectal cancer surgery) when using nslg2c35a to deal with rectan's mesocolon, because of the rich blood supply, it needs to be used with a clip. However, the nail (clip) was accidentally caught by surgeon, causing the machine to shut down and the nslg2c35a device was stuck on the patient. Finally, the surgeon removed the nslg2c35a from patient's body, but still couldn't open it. There was no patient consequence.

Manufacturer narrative:
(B)(4). Investigation summary: the device was received with no apparent damage and a clip was received inside a plastic bag. In addition the electrode was firmly attached to the jaw and not damaged. The device was tested on the generator and passed all functional testing. The device was tested with the test media and no anomalies were found. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws and there were no anomalies noted with the functionality of the device. In addition, photos were received for review. There was a total of 3 images provided for review, all of them similar. Picture 1-3: the images provided by the customer is that of an articulating nseal instrument where a clip is being gripped in the jaws of the instrument. It is very likely that the clip in the jaw of the instrument caused the instrument jaw to lock. This prevented the jaw from opening and closing as reported. The batch history record was reviewed, and no defects, nc¿s, or protocols related to the complaint, were found during the manufacturing process.